Manufacturer narrative:
(B)(4). Device was manufactured from november 11, 2014 to november 13, 2014. The device was received for evaluation. Visual inspection revealed white particulate matter, floating in the fluid of the bladder. Fourier transform infrared spectroscopy identified the particulate matter to be acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter inside the balloon. The device was filled with an unspecified amount of colistimethate. This was observed before use during storage. There was no patient involvement. No additional information is available.